Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hyperglycemia event and diabetes ketoacidosis with a blood glucose value of 865 mg/dl. The customer was treated with manual injection. No further patient complications were reported. The customer also stated that they observed a difference in reading between sensor glucose and blood glucose values. The customer also observed a bent in the infusion set cannula. Troubleshooting was performed and it was noticed that the customer had been using the insulin pump within 48 hours of the reported incident and the auto mode feature was not active at the time of the incident. It was unknown whether the customer continue using the pump. The event involved product(s) mmt-7020la, mmt-332a, mmt-397a and mmt-1880. No return is expected for mmt-7020la, mmt-332a, mmt-397a and mmt-1880.